Event description:
It was reported that there was a right ventricular (rv) lead warning for low impedance. Also, the rv lead output had been set by capture management to 5 volts at 1 millisecond. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addr01 implantable pulse generator (B)(6) 2007; 4524 implantable pacing lead (B)(6) 1997. (B)(4).